Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he customer went to emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 430 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as dizziness. The customer was wearing the insulin pump during the incident. The customer believes the pump is under and over delivering. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.